Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation of this complaint has been completed. The distributor was on site, and the anesthesia system was investigated. The investigation concluded that reflector gas pressure transducers pcb was faulty and needed to be replaced. However, there is no confirmation yet on whether the service has been completed and if the unit has been returned to clinical use. The evaluation of the received device logs confirms the reported problem. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the reflector pressure transducers pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the distributor investigation and evaluation of the logs, is that the reported failure was caused by the reflector pressure transducers pcb.

Event description:
Manufacturer's reference number: (B)(4).